Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was detecting noise, which led to a significant amount of inappropriate episodes. Some inappropriate anti-tachycardia pacing (atp) was also delivered. The lead was partially abandoned and a new lead placed. Several months later, noise and atp were still present. Suggesting possible lead on lead abrasion or maybe a device header issue. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Boston scientific technical services was conuslted and suggested that the noise might be lead on lead or that both lead helix's might be touching. A chest x-ray is needed to determine the issue at this point.